Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation before reaching to nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure. It was further reported that the target lesion was located in a mildly tortuous vessel below the knee. The device was removed without problems.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation before reaching to nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.